Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2014-03847, 03848 and 2937457-2014-00919.